Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: h2, h10 on (B)(6)2022, the following additional information was obtained: the instrument was used in several in-services for sp staff training. It was used to train the staff on installing the tip covers. Because it was used repeatedly for several in-services, the cta was unsure of when the tip of the instrument was damaged. The tip cover is not available for return.

Manufacturer narrative:
Isi received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. Failure analysis found the primary failure of broken over molded seal adapter to be related to the customer reported complaint. The instrument was found to have the over molded seal adapter broken. The broken piece was not returned, measuring roughly .103¿ x .068¿ in size. The root cause of broken instrument other component is typically attributed to the user. No image or video clip for the reported event was submitted to isi for review. Verification of the event details cannot be performed via system logs because system logs do not exist for this instruments usage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a training/demo, the monopolar curved scissors instrument was found to have the plastic molding at the tip of the shaft was broken off. There was no patient involved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical territory associate (cta) gave the instrument to the sterile processing department for return after a training/demo. The sterile processing department noticed the damage. The customer did not have any additional information to provide.